Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shut off at 57% battery life. The customer was able to turn the pump back on by connecting it to a power source. Once turned back on the pump was at 5% battery life. The customer's blood glucose (bg) level was impacted (300s mg/dl). The customer delivered a manual injection to address bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.